Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was feeling stimulation in the incorrect location. The patient's targeted area of pain is left side. However, the patient is feeling stimulation therapy on the right side. X-rays revealed lead migration. As such, the patient underwent surgical intervention wherein the lead was explanted and replaced with 2 new leads. Reportedly, effective therapy resumed post-operative.